Event description:
It was reported that stent dislodgement and unretrieved device fragment occurred requiring additional intervention. The patient underwent coronary angiography followed by stent implantation for acute coronary syndrome. A 75% stenosed target lesion was located in the mildly tortuous and non-calcified vessel accessed via radial artery puncture. A 6f ebu guide catheter (non-boston scientific) was engaged, and a 16 x 4.00 mm promus premier drug-eluting stent (des) was advanced. During attempts to cross the lesion, the stent could not be delivered smoothly and subsequently dislodged into the radial artery, remaining within the vessel rather than inside the catheter. A minimally invasive attempt to retrieve the stent via the radial sheath was unsuccessful, and the stent migrated into the distal radial artery. The radial artery was then compressed and bandaged, and 4000 units of heparin were administered. The procedure was completed with another of same device. According to the physician, the stent dislodged because the internal structure of the stent was not properly connected. The patient was noted to have a significant vascular plaque burden and was escorted back to the ward for further treatment.